Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported that the controller was stuck on the update software screen at step 14 of 29. Symptoms reported include gastroparesis, kidney pain, and shortness of breath. The patient was treated with IV(intravenous) fluids, insulin drip, and subcutaneous insulin. The patient was released the following day.